Event description:
It was reported via a legal inquiry, that a 57 yo female patient, initial knee implanted in (B)(6) 2018, indicated they had a defective knee replacement. A future revision date of (B)(6) 2025, was stated in the inquiry. No further information known.

Manufacturer narrative:
D10: concomitants: 204-62-05 - tibial augment block 1/2-sz 2 5mm, 2813099; 204-62-05 - tibial augment block 1/2-sz 2 5mm, 2978352; 208-22-11 - cc tibial insert sz 2, 11mm, 3782518; 208-06-02 - cc distal fem augment sz 2, 10mm, 4009937; 208-01-02 - cc femoral sz 2, 4345061; 02-012-60-1080 - tru stem ext 10mm x 80mm, 4884137; 02-012-60-1280 - tru stem ext 12mm x 80mm, 4942502; 200-02-32 - three peg patella 32mm, 4970798; 208-09-05 - cc stem ext adaptor 5 degree, 5033555; 208-07-02 - cc posterior fem augment sz 2, 5mm, 5059485; 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t 5230276; 200-02-32 - three peg patella 32mm, 5343836.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. The following sections were corrected: b3: event date does not apply. G2 - other/legal notification does not apply. H6 - problem code, investigation type, findings, conclusion.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1: brand name unknown g1 h6: component code if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.